Event description:
A nurse reported, one case of staphyloccus aureus following eye surgery. The cause of this event is not known, the facility is not blaming product. They are investigating all possible sources. Additional information including patient identifier and patient outcome was requested but not received.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to manufacturing documentation.